Event description:
Clinic notes were received by the manufacturer indicating that the vns was not working as the physician was unable to detect the battery. It was stated that it seemed that the battery was running out of charge faster. The notes indicated at the latest appointment that the vns battery was out of life. The patient was referred for replacement. No relevant surgery is known to have occurred to date.

Event description:
The patient underwent vns generator replacement surgery. The manufacturer representative was unable to run pre-operative diagnostics on the vns due to battery depletion. During attempts at product return, it was revealed that the explanted product was discarded.

Event description:
It was reported that the patient's mother was upset as the patient's battery was going down so fast as the physician had informed her that the battery was running low. The generator was on the list of known laser routed generators. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Follow up with the tc revealed that there was no diagnostic data found on the physician's tablet. It was reported there was a second tablet, but it was not used. It was unclear if the physician observed the battery status and thought it was lower than expected or if the allegation was in response to the letter he had received regarding laser routed devices. No additional relevant information has been received to date.